Event description:
It was reported that the during a pulse generator change out procedure for the dependent patient, loss of output was observed upon opening the pocket using electrocautery. The device was explanted and replaced.